Event description:
It was reported that a week after implant the patient developed an infection. Antibiotic treatment was not effective and system was explanted. No further information is available at this time.